Manufacturer narrative:
Four hundred and eleven errors may be generated if device is not used as directed/indicated. No information in the complaint indicating misuse. The errors may be also generated by incorrect sampling or technique. No information indicating a technique issue on the part of the user. No lab draw result available. Unable to determine the root cause. Inratio precision data provided by end-user: date: (B)(6) 2011, 1st inr = 4.8, 2nd inr = 5.3, mean = 5.05, sd = 0.35, %cv = 7.00. Since % cv is less than 20%, inratio meter results pass the criteria for precision. No further testing is required at this time. Recent testing conducted on lot 254609 on 09/22/2011 met accuracy and precision criteria. Test results are as follows: dor 98 - 3.9, 4.1, 4.4 inr; donor 99 = 2.9, 2.8, 3.3 inr. At least two out of three replicates are within the allowable bias (+/- 1.0) of reference results for donor 98 (3.40 inr) and donor 99 (2.92 inr), respectively. In-house test results have 6.09% and 8.82%, respectively for each donor and are less than 16% cv. No further investigation will be pursued at this time. Conclusion: analysis of the client's data from repeat inratio tests revealed that test result comparison met precision criteria. Customer's results are not considered outside the expected variance between test results. No product was expected to be returned. Retain strip testing results met accuracy criteria. Touching the strip during testing can impact the testing and affect the accuracy of the test. Unable to rule this out as a cause of the unexpected results. (B)(4). Action threshold has been reached. Since strip lot release, 12 in-house therapeutic sample tests have been performed with 60 retained strips. Customer's observation has not been reproduced in in-house test. Test result records indicated all strip test results met product performance when compared to the results from in vivo tests. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.

Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" 4.8, 5.3. Patient self tester is reporting unexpected discrepant high result. Patient self tester was retesting over the phone because of error 411 issue and resulted in unexpected discrepant high result inr=4.8, 5.3. Therapeutic range 2.0-3.0.